Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that two sensor wires were visible in pediatric patient's body during an x-ray procedure. Although patient is currently not using cgm, patient's mother claims that during the time that patient was using cgm, pediatric patient would proceed to remove his sensors himself. Dexcom has sought to obtain device back from patient in order to investigate the issue but patient is unable to return device. At the time of her call to dexcom technical support, patient's mother reported that patient was feeling well and not complaining of any issues at the site of insertion or anywhere else. Two mdrs will be reported for the two sensors found: MDR 3004753838-2013-00128 and 3004753838-2013-00129.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.